Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, and after placement of the left ventricular (lv) lead, lv capture thresholds were noted as being high and phrenic nerve stimulation was observed at threshold output with all of the lv lead's pacing vectors. The lead was not used, and the lv lead port on the device was plugged to facilitate a future implant attempt. No further patient complications have been reported as a result of this event.